Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 and h11 were updated and block g2 report source (other) was corrected. Block h6: imdrf impact code f14 captures the reportable event of prolonged procedure. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: the axios stent and electrocautery enhanced delivery system were not returned for analysis; therefore, a technical analysis could not be performed. Based on the information available and without proper evaluation of the device, there is not enough evidence to determine whether the reported event of stent failure to deploy was due to the physician's manipulation of the device during the procedure, or whether it was related to a device malfunction. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated to be placed transgastric to the jejunum. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the stent failed to deploy resulting in a longer procedure. The procedure was completed by replacing and using another of the same device. Aside from the prolonged procedure previously mentioned, there were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.

Manufacturer narrative:
Block h6: imdrf impact code f14 captures the reportable event of prolonged procedure. Imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the stent failed to deploy resulting in a longer procedure. The procedure was completed by replacing and using another of the same device. Aside from the prolonged procedure previously mentioned, there were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the jejunum.